Manufacturer narrative:
Concomitant therapy dates - this event was reported to have occurred on an unspecified date within the last 12 months (from the receipt of this report). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a central line associated bloodstream infection (clabsi) while connected to an unspecified central line catheter and an unspecified one-link device (no further detail was provided). The cause of the infection was not reported and there were no issues or damage noticed with the product prior to use. On unspecified dates, the patient began treatment for the event with unspecified antibiotics (doses, frequencies and routes were not reported) and the patient¿s central line was removed. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.